Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Malformed clip. Additional information was requested and the following was obtained: which firing of the device did this event occur on? First. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torque or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, it is unknown if any loose clips will be returned with the device the analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process. In addition, pictures showing up pear shaped clips were received. Possible causes of malformed clips might be excessive twisting or torque of the device jaws when positioning or firing of the device, excessive side load applied to the jaws causing them to partially collapse or pushing with excessive force on the proximal end of the device.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire then the surgeon attempted to fire on a lap sponge outside the patient and the clip was jammed. Another device was used to complete the procedure. No adverse consequences reported.